Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a bad keypad. No patient involvement is noted.

Manufacturer narrative:
Correction: d4, g1, g4, g7, h10.

Event description:
The customer reported a bad keypad. No patient involvement is noted.

Manufacturer narrative:
Additional information added to g4, h3, h6, h10. The customer reported problem was confirmed. A review of the device history record for sn (B)(6) was performed from date of manufacture (B)(6) 2018 to the present date (B)(6) 2020 and confirmed that this device was not previously returned for servicing. Also, there was a production failure q6 200273884 for out of range which does not correlate to the customer reported issue.

Event description:
The customer reported a bad keypad. No patient involvement is noted.